Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the described damage pattern, it is probable the insulation tip's damage was caused by mechanical thermal influence. It cannot be determined whether there was previous damage or wear to the insulating insert, or whether the damage was caused during the last preparation of the instrument or during the last procedure. The event is addressed in the instructions for use (IFU): chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock orsimilar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the inner sheath, for 26 fr. Outer sheath exhibited a broken isolation beak. There were no reports of patient involvement.